Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance during inspection of the equipment prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, leaking, was confirmed but not duplicated. During the inspection after being autoclaved and with no dry time the engineering tech confirmed signs of a substance near the bottom of the sag head. A sample was taken, and the tech recommended the sag head be replaced. The service tech found that the device met all qip specifications for speed, amps, and cut, and the battery and blade fits were as designed. The sag head was replaced. The reported event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance during inspection of the equipment prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.